Event description:
A pharmacist reported that a pt had symptoms of a headache and "slight stomachache". At the time of the symptoms, the meter would not power on when the pt attempted to test. They called dr for advice. No treatment provided. Battery less than one year old and condition of contacts appear good. Meter replaced.